Event description:
It was reported that when the pump was implanted, it was implanted in the patient¿s right side and it was ¿too high.¿ when the patient would bend over the pump would hurt her rib cage. The patient stated that the pump was lowered in (B)(6) 2008. The patient stated ¿when it got lowered I have this big bulge in my stomach and everyone says it¿s either a tear or hernia they¿re not sure.¿ the patient stated that she had lost and gained weight over that period of time. The device system delivered fentanyl and dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039925r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8575, lot# n123021, implanted: (B)(6) 2007, product type: accessory. (B)(4).